Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted in the proximal one-third of the mid chamber lateral vein but was aborted due to a coronary sinus dissection that prevented further guide-wire/sheath/lv lead manipulation. The lead was not used for implant and no new lead was implanted. No further patient complications have been reported as a result of this event.